Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of the system logs showed no abnormalities in old functionality. The log files also indicate that prior to the last firing in the field there were multiple unknown continuous resets. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. The evaluation detected an unreported condition: visual evaluation showed that there was damage to the external housing. This damage was consistent with rough handling of the device. The product analysis noted evidence that the device was not used as intended. This can occur due to rough handling, such as dropping the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the screen was blank, will not charge and not working. The charger's light indicator was red when the handle was charged on it. Another handle was used to continue. There was no patient involvement. Medtronic's initial evaluation of the system logs showed no abnormalities in old functionality, but multiple continuous resets were clearly shown. Prior to the last firing in the field, there were multiple unknown continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.